Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 09/29/2016. Date of follow-up report: 10/14/2016. Evaluation of the incident pencil confirmed the customer's report. The cause is due to an assembly related failure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of the procedure, the coag button did not return once being pressed. There was no patient involvement. A new device was opened to continue.

Manufacturer narrative:
(B)(4). Date of initial report: 09/29/2016. Date of follow-up report: 10/14/2016. Date of follow-up report: 02/13/2017. Corrected information in evaluation codes. The customer reported the device had a latch-on condition. The reported condition was not confirmed. An additional fault was found during the investigation. The additional finding did not contribute to the customer¿s complaint. The investigation found the rocker switch activation force to be out of specification. The width of the rocker was found to be larger than the width of the rocker window in which it moves causing friction and an out of specification activation force. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. The root cause of the activation force being out of specification was caused by interference between the rocker component and the rocker window in which it moves. Corrective action is being issued.